Manufacturer narrative:
While no serious injury resulted in this event, there has been a previous report received where an overheating insert resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21cfr part 803. Damaged hp cable restricting water flow, corrosion on steri mate pins causing intermittent operations. Missing sleeves on water hose, solenoid cannot hold pressure.

Event description:
While using a g131 scaler, the insert tip and handle were getting hot; no injury resulted.